Event description:
It was reported by service report that the head lift would not completely lower and the power cord ground prong was loose. No patient involvement or adverse consequences are reported.